Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the pulse generator exhibited a loss of output. The lead was tested prior to connecting to the device, and was normal. The lead was disconnected from the device and cleaned. After reconnecting the lead to the device, pacing was still not delivered. The physician tried to disconnect the lead from the device but was unable to; the set screws had difficulty rotating. The lead was cut and the device was not used, another lead and device were implanted. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of no output was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The device was programmed to unipolar mode in the field which requires the can of the device to be in contact with the patient¿s subcutaneous pocket for output pacing to be delivered to the patient¿s heart. The setscrew could not be untightened due to the set screw was stripped. No anomalies with the setscrew were found to cause the stripping of the setscrew inset. The damage to the setscrew inset was done by the user¿s use of the torque wrench.